Event description:
Caller reported that their triage meter plus had a burnt smell and that the printer paper appeared burnt. No smoke was reported. Customer called back to cancel the replacement meter that was ordered. Caller stated that their engineer said it was fine.

Manufacturer narrative:
Investigation pending.